Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 1,5,6,25) were received after the pump was dropped into cold oil. Customer's blood glucose level was 194 mg/dl. Customer declined troubleshooting with tandem technical support, and declined to provide further information.